Event description:
Medtronic received a report that during the pretest the cuff did not deflate. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.